Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level according to the customer's bg meter. The customer addressed the bg level with glucose tablets; however, the bg level did not elevate. The ER gave the customer dextrose. Reportedly, the customer bolused before going to bed as bg the customer's bg level was "slightly elevated" due to a "stomach bug" and the basal rate increased at night. The customer reported that the settings were correct and that the combination of the basal setting as well as the bolus caused the low bg level. The customer left the ER 4 hours later with a bg level of 400 mg/dl.